Event description:
At implantation surgery complete insertion was not achieved, two channels were extra-cochlea. Over the years changes in impedances were reported that resulted in disabling multiple channels. Reportedly there are still 7 channels available for stimulation. The recipient has been re-implanted, however one channel remained extracochlear.